Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting the cause of the low impedances was not determined. No troubleshooting was done. They used both the 8840 and tablet and got the same results. The issue is not yet resolved. This information was confirmed with the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for the treatment of movement disorders. It was reported the rep tested the impedances for the patient MRI and found combinations on the 8840 and tablet with out of range values of <>50 ohms. The caller indicated the patient was programed case & 10 for this side. The patient would not be moving forward with the MRI. No therapy issues, symptoms, or complications were reported or anticipated.